Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6). Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 9 states, "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Information was received based on review of a journal article titled, "cementless total hip arthroplasty with large diameter metal-on-metal heads: short-term survivorship of 8059 hips from the finnish arthroplasty register" which aimed to compare the results of cementless large diameter head metal-on-metal total hip arthroplasty (ldh mom tha) with conventional cemented arthroplasty in finland, and to compare the cementless large diameter head metal-on-metal models with each other. The article reported 161 revisions due to aseptic loosening of the cup and stem, 115 revisions due to aseptic loosening of the cup, 35 revisions due to aseptic loosening of the stem, 112 revisions due to infection, 186 revisions due to dislocation, 42 revisions due to malpositioning, 74 revisions due to bone fracture, 5 revisions due to prosthetic fracture, and 27 revisions due to other unknown reasons. In conclusion, cementless ldh had comparable short-term survivorship with cemented tha at a nationwide level. However, in females aged 55 years or above, cementless ldh showed inferior results.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: the following sections were updated: report type, describe event or problem: added additional information, brand name, catalog and lot number, initial reporter information, patient and device codes, device evaluated by manufacturer, manufacturer narrative. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
A review of the article identified 42 patients that underwent a revision due to aseptic loosening of stem and cup component. There has been no further information provided and the patients outcome is unknown.